Event description:
As reported, an ncircle tipless stone extractor was used during a transurethral rigid cystoscopic lithotripsy of the bladder for stone removal. Prior to use, the operator confirmed that the basket closure function was working properly. An unspecified cystoscope was used. After approximately eight stone removals, the connection between the basket handle and the sheath was found to be broken. No portion of the device was retained within the patient's body. The procedure was completed successfully using a replacement device. The patient did not require any additional procedures, and no adverse effects were reported as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6). H3: device evaluation is anticipated but not yet begun. G4 - PMA/510(k) # exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.